Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 59×66mm in diameter abdominal aortic aneurysm. The proximal neck was 22 mm in diameter and 49 mm in length. The device was successfully implanted. It was reported at the patient¿s one year follow up there were no issues noted. It was reported on an unknown date, the patient had a fever, the patient went to a clinic near their home, and antibiotics were prescribed. The fever resolved; however, the patient had a high crp, so the physician monitored the patient. There was also an abnormality in the aortic vessel wall of the aneurysm and the aneurysm enlarged. The physician considered this was due to the aortic aneurysm infection. The patient was treated with a y graft conversion. All the stent grafts explanted except the suprarenal stent and proximal first stent of the main body. The main body was cut at the first stent. It is unknown how much the aneurysm had enlarged. No additional clinical sequelae were reported and the patient was discharged with no issues. Physician comment: there was no endoleak, and the physician does not think that the infection is due to implantation, the patient will be monitored.

Manufacturer narrative:
The exact date of event is unknown. The exact date of explant is unknown. (B)(4). Results: inherent risk of procedure (infection, aneurysm enlargement, surgical conversion to open repair); (cause of event is unknown). Conclusions: known inherent risk of procedure (infection, aneurysm enlargement, surgical conversion to open repair); (cause of event is unknown).

Event description:
Three months post implant the patient got y-shaped graft replacement, and was discharged about one month later. However, the patient got fever on one day after being discharged and was again admitted to the hospital. The patient restarted taking antibiotics. The patient had a CT check and was discharged one month after being admitted. The size of aneurysm diameter before additional treatment was about 63mm. The cause of the infection was unknown. The bacterium that causes infections is listeria which was found from the vessel wall and thrombus.